Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0592 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s patient has a 4fr groshong nxt PICC that blew where it meets the connector (portion with writing on it). The nurse stated that when administering contrast for a CT angiogram the catheter blew. Catheter was clamped, but need to know if it is repairable. Ms&s explained that the 4fr groshong nxt can be repaired with a repair kit. Ms&s emailed groshong nxt connector IFU.